Event description:
The customer stated that he was hospitalized with a blood glucose reading of 24 mg/dl. Troubleshooting was performed. The customer stopped using the insulin pump after the event, so the programming could not be verified. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.